Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had many scratches on the display window and cracks near the battery compartment. The pump also had a blank screen that does not switch on.

Manufacturer narrative:
The insulin pump was received with no unexpected blank display anomalies noted during our testing. The insulin pump passed displacement test and off no power test and the operating currents are within specifications. The insulin pump has minor scratches on the lcd window, cracked battery tube threads, cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.